Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2025. The patient experienced a sensor failure after which they experienced a hyperglycemic event. The day of the event the patient inserted two sensors which failed. The first sensor was inserted at 4 pm. A second sensor was inserted at 7 pm, but it also failed. This report is to capture the 2nd sensor failure. The patient experienced dehydration, extreme confusion, weakness, and vomiting. A fingerstick was taken, and the blood glucose meter showed ¿hi¿. It was confirmed that this was the first and only fingerstick taken by the patient. There was no treatment reported from at home, but at midnight the patient was brought to the hospital by her family. At the hospital the patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin. The patient was discharged after spending 5 days at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.